Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2017) is known. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: what size stapler was used? Where in the green gap scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and retightened prior to firing? At any time, did the healthcare professional observe any staple malformation issues? If so, please describe the shape of the staples. What is the current patient status?

Event description:
It was reported that after a roux-en-y procedure the patient was readmitted for bleeding. The doctor did not reoperate on the patient and provided blood products to the patient. The patient has been released. No other information is known.